Event description:
It was reported by the affiliate via e-mail that a pt was operated in 1999. Recently the pt consulted the hosp as pt was in pain. After medical check a second operation took place. A jaw of the ligaclip was extracted from the pt's body, this was apparently from the 1999 operator. The jaw will be returned with a complaint form.